Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received excessive "replace battery now" alarms without first receiving a low battery alarm. Customer also received a pump error 63 alarm. Battery cap was not damaged. Customer's blood glucose was 12.3 mmol/l. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected hardware low level failure alarms noted during our testing, however hardware low level failure alarms was present in the format history file; the problem was isolated to the keypad assembly. The power management graph was in specification. No unexpected replace battery now alarms noted during our testing or in the format history file. The insulin pump was received with scratched casing, minor scratches on the lcd window, pillowing keypad overlay and damaged keypad overlay texture.